Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed critical pump error. It was also reported that the insulin pump's screen appeared black and grey, the reservoir icon as empty and that the backlight does not come on. Customer's blood glucose level was 12.7mmol/l at the time of the incident. It was reported that the insulin pump was not dropped or bumped. It was also reported that the insulin pump was not exposed to MRI or extreme temperature. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with frozen blank white display with pixels lines and constant tone, the problem was isolated to the printed circuit board. No unexpected critical pump error open book image alarm noted during our testing. No cosmetic damage noted.